Manufacturer narrative:
No medical records were provided to the manufacturer. The lot number for the device was provided. The device history record is currently under review. The device was not returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the pta balloon catheter allegedly could not be retracted through the 6fr sheath. Reportedly, the health care provider tried to aspirate the balloon but was unsuccessful. The hcp removed the balloon, guidewire, and sheath together as a single unit. The hcp used another balloon, 6fr sheath and .035 guidewire in a different access site to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. It is likely that excessive force attempting to retract the balloon through the sheath caused the balloon to tear. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the pta balloon catheter allegedly could not be retracted through the 6fr sheath. Reportedly, the health care provider tried to aspirate the balloon but was unsuccessful. Upon removal the pta balloon began to tear. The hcp removed the balloon, guidewire, and sheath together as one unit. The hcp used another balloon, 6fr sheath and .035 guidewire in a different access site to complete the procedure. There was no reported patient injury.